Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.

Event description:
Pt had infection around incision site due to pt negligence. Removed product to explore infection site, surgeon indicated that the product was not at fault for infection.